Event description:
Information was received indicating that a smiths medical cadd high-volume administration set was "breaking/coming apart" at the distal luer lock either while priming the tubing or during infusion. It was reported that the patient was hooked up to receive total parenteral nutrition in the early evening and that during the night, the tubing broke and the patient did not receive their required daily nutrition. No adverse patient effects were reported.